Event description:
(B)(4). This unsolicited case from united states was received on 13-dec-2017 from a physician. This case concerns a patient in mid-50s with unknown gender who received treatment with synvisc one and same day experienced allergic reaction; after unknown latency experienced difficulty walking; also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication or concurrent condition was reported. On an unknown date in (B)(6) 2017, about five weeks ago, the patient received treatment with intra-articular synvisc one injection once (dose and indication: not reported; batch/lot number: 7rsl021 and expiry date: unknown) into unspecified location. The patient had an odd reaction about four hours after the injection. The patient had pain and swelling. The same day, the patient went back to the doctor and had effusion which was a little cloudy. The doctor assumed that it was an allergic reaction. On an unknown date in (B)(6) 2017, after unknown latency, the patient experienced difficulty walking. The patient was injected with steroids and did okay and better. Corrective treatment: steroid for all the events. Outcome: recovering for all the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for all the events pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns a patient who received synvisc one injection from the recalled lot and later had allergic reaction, with knee pain, swelling, effusion and also had difficulty walking. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.